Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication failure and failed to boot to a usable state. No patient or user injury was reported.